Event description:
It was reported to philips that the system was unable to boot, stalling at the loading screen. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse reviewed the logfile with nss and determined multiple windows os errors. To resolve the reported issue, the fse performed a complete os disk wipe and reinstalled the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.